Event description:
New information received notes that previously capped lead had externalized conductors via review of fluoroscopy.

Event description:
It was reported that the lead was removed due to low impedance.